Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing- this showed the device did not function as specified. The issue was determined likely caused by user damage to the micro switch (where the infusion set attaches).

Event description:
It was reported the pump was not working and the warming fluid reservoir was missing a component. No adverse effects reported.